Manufacturer narrative:
(Zip code): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported left side ¿deformation, linguini sign and intracapsular rupture. Multiple cysts is not device related. No lymphomas, no enlarged lymph nodes¿ per MRI. The device remains implanted.

Manufacturer narrative:
Device photo analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on 23-dec-22. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. Device photograph(s) for the device related to the reported event of rupture and cyst-ndr was reviewed on february 07, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported left side ¿deformation, linguini sign and intracapsular rupture. Multiple cysts is not device related. No lymphomas, no enlarged lymph nodes¿ per MRI. The device has been explanted.

Event description:
A healthcare professional reported left side ¿deformation, linguini sign and intracapsular rupture. Multiple cysts is not device related. No lymphomas, no enlarged lymph nodes¿ per MRI. The device has been explanted.

Event description:
The device has been explanted.

Event description:
A healthcare professional reported left side ¿deformation, linguini sign and intracapsular rupture. Multiple cysts is not device related. No lymphomas, no enlarged lymph nodes¿ per MRI. The device remains implanted.